Event description:
Information was received indicating that while in use, a smiths medical medfusion pump exhibited syringe plunger not in place alarm and immediately stopped infusing. It was also reported that the patient was transferred to cicu and was clinically stable with exam only notable for tachycardia.

Manufacturer narrative:
Additional information was received indicating that patient issue resolved after treatment and further observation in the ICU setting.

Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with a with cracks and chips on both front corners of the top case, cracks on the bottom case, and broken right plunger case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "syringe plunger not in place" noted. To further investigate, an occlusion test and an accuracy test were performed. The reported event was duplicated. It was determined that the broken plunger head caused the "syringe plunger not in place" alarm. It was added that the customer had misunderstood the pvd in the ehl. The right plunger case was replaced and the whole plunger was reassembled. The worn barrel clamp spring, leadscrew, clutch spring, and right and left clutch halves were also replaced.